Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker, scratched keypad overlay and scratched case.

Event description:
It was reported that the customer was unable to prime the insulin pump, and during the fill tubing process, insulin squirted out everywhere. The blood glucose reading was 227 mg/dl. The customer's mother stated that the customer had not taken a reservoir nor infusion set with the insulin pump to work. The customer was taking manual injections since disconnected from the insulin pump. The caller reported that the insulin pump had damage to the drive support cap. It was unclear whether the drive support cap was protruding or flush. The insulin pump may have been bumped or dropped; the caller did not know how the damage occurred. Advised replacement of the insulin pump. The blood glucose reading by the end of the call was 222 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.